Event description:
It was reported that the nipple on the end of this stem inserter broke off while inserting the stem into the patient. Doctor was able to get it out.

Manufacturer narrative:
The associated device was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The pilot tip was broken off the device and was not returned. The device was manufactured in 2006 and exhibits signs of significate wear/usage. From the analysis conducted during this investigation, it was concluded that the device fractured at the tip, most likely from impact. An impact fracture can occur if the mechanical loads applied to the instrument exceed the strength of the material. A fracture can also be the result of multiple impacts. This fracture caused the instrument to become inoperable. A review of complaint history did not reveal additional complaints for the listed batch. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.